Event description:
During an af procedure, continuous air leakage from the hemostatic valve was observed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.